Event description:
Boston scientific received info that one day post implant the right ventricular (rv) lead exhibited loss of capture at maximum outputs, an increased impedance measurement from 1200 to 2400 ohms and decreased sensing from greater than 12 mv to 5 mv. A chest x-ray was performed and revealed that the lead was dislodged. A revision procedure was scheduled for later the same day. It was noted that the pt is not pacemaker dependent. No adverse pt effects were reported. No additional info is currently available. If additional info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.